Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective servo module (inspiratory valve). In consequence (correction) msp hamilton-g5 inspiration valve with part number 10082605 was replaced. There was no patient or user harm.

Event description:
Hamilton medical ag received the following incident description from partner: "tf5502,5505 alarm has occurred. Normal operation of the ventilator on the test after replacing the inspriation valve(p/n 10082605)." Technical faults (tf) occurred during ventilation of a patient, no harm came to the patient.

Manufacturer narrative:
Device was not returned to hmag. Technical faults indicate that inspiratory valve is not functioning correctly. Inspiratory valve was replaced.

Event description:
Hamilton medical ag received the following incident description from partner: "tf5502,5505 alarm has occurred. Normal operation of the ventilator on the test after replacing the inspriation valve(p/n 10082605)." Technical faults (tf) occurred during ventilation of a patient, no harm came to the patient.